Manufacturer narrative:
This customer reported that after a cardioversion attempt, the pt went into vf. The users tried to shock the pt out of vf but were not able to. We are considering this as a malfunction based on the customer report only. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that after a cardioversion attempt, the pt went into vf. The users tried to shock the pt out of vf, but were not able to.